Event description:
It was reported that during priming, one unit of prismaflex m100 had an external fluid leak from the access line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available for investigation, however, photos were provided for inspection. Visual inspection did not observe the reported leak from access line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.